Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the reported symptom of does not recognize a closed door through the history log but could not reproduce it during eval. Eval found that the unit was able to recognize a closed door with and without a loaded set. The door and door hooks were reworked to ensure continued accurate detection.

Event description:
It was reported that a spectrum pump does not recognize a closed door. Any pt involvement, injury or med intervention is unk.